Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow-up, premature battery depletion was observed. Review of session records confirmed sudden drop in battery longevity to 1.3 years and since then, battery voltage has been stabilized with no additional significant drop. Due to the device being part of the battery advisory, the physician made the decision to replace the device. Device was explanted and replaced. The patient tolerated the procedure well. Patient¿s condition remained stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.